Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Correction: per further regulatory review, it was determined that the manufacturer of record for the reported device related to this MDR was medtronic sofamor danek (B)(4). (B)(4) was notified of this reported event.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon using a solera driver, alleged that when completely seated with the screw there was still has some toggle between the driver and the screw. This was noted in both the reduction and the standard solera drivers. The surgeon opted to continue using the driver and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On 06/12/2015 a medtronic representative performed a navigation system check-out, hardware and software areas passed. Instruments test failed. Solera driver and reduction driver were found to have slight manual play in the sleeve which caused the screw to seem loose. The screw stays seated firmly and navigates accurately on model with both reduction and standard drivers. Tested navigation accuracy and screw seating on test model and found accuracy to be correct. Screw stayed seated in both standard and reduction drivers during testing. Issue resolved. System performed as intended. Solera 4.75 standard driver not replaced. No parts have been received by manufacturer for analysis and are not expected to be returned.